Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported during deployment of the angio-seal the collagen plug and anchor all came out. This occurred after the device was pulled back to set the plug and after the click was heard. The anchor was identified that is was not in the body. Manual compression was used and the procedure outcome was successful. The reported blood loss was <250cc. There was no patient consequence and the patient was stable.